Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This report is related to a journal article therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that ethicon product (surgicel) involved caused and/or contributed to acute pulmonary embolus and death described in the article? Please specify. Does the author/surgeon believe that ethicon products (surgicel, vicryl suture and lapra-ty absorbable suture clip) involved caused and/or contributed to post-operative complications (psedoaneurysm, fever, wound dehiscence, sepsis and bleeding) described in the article? Please specify. Does the author/surgeon believe there was any deficiency with the ethicon products (surgicel, vicryl suture and lapra-ty suture clip) used in this procedure/study? If yes, please provide patient demographics for the expired patient and patients experienced post-operative complications (psedoaneurysm, fever, wound dehiscence, sepsis and bleeding) and details of events if available. Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Would the author/surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in these events? Citation: urology (2019); 126: 102-109. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article: title: comparing off-clamp and on-clamp robot-assisted partial nephrectomy: a prospective randomized trial. Authors: barrett g. Anderson, aaron m. Potretzke, kefu du, joel m. Vetter, karla bergeron, alethea g. Paradis, and r. Sherburne figenshau citation: urology (2019); 126: 102-109. Https://doi.org/10.1016/j.urology.2018.11.053. This prospective randomized trial is to determine whether performing robot-assisted partial nephrectomy without warm ischemia ¿off-clamp¿ results in favorable postoperative renal functional outcomes compared with the on-clamp method. Between 2013 to 2017, a total of 80 patients with a small renal mass underwent robot-assisted partial nephrectomy (rapn). 40 patients (72.5% male and 27.5% female; mean age = 59.4 years; mean bmi = 31.6) were randomized to the on-clamp group and 40 patients (55% male and 45% female; mean age = 56.6 years; mean bmi = 32.4) to the off-clamp group. Surgery was performed in the on-clamp group by using competitor devices, and an interrupted 0 vicryl (ethicon) to reapproximate the renal capsule and lapra-ty clips (ethicon) to secure its place. In the off-clamp group, surgicel (ethicon) or other method was used if brisk bleeding was encountered. Reported complications included death secondary to acute pulmonary embolus (n=1) on the first postoperative day; 30-d complication rate (n=?); 30-d major complication rate (n=?); pseudoaneurysm (n=2); fever (n=1); postoperative bleeding (n=2) requiring blood transfusion in one patient in the on-clamp group while blood transfusion and embolization in one patient in the off-clamp group; wound dehiscence (n=1); and sepsis (n=1). In conclusion, in patients with normal renal function, there is insufficient evidence to suggest that off-clamp rapn results in less renal functional loss when compared with the on-clamp technique. Other perioperative outcomes are comparable.